Manufacturer narrative:
Date received by manufacturer, corrected data: initial report inadvertently reported "08/29/2018" instead of "08/28/2018".

Event description:
It was reported via clinic notes received that the patient experienced three seizures following a vns replacement surgery. It was stated that following the second seizure, the prescribed narcotic pain medications were stopped. It was stated that it was unclear what the increase in seizures was secondary to and speculation of stress due to the procedure or the pain medications causing the event was discussed. Diagnostics from the implant surgery and from a few weeks later were within normal limits. No additional relevant information has been received to date.